Event description:
It was reported that during lead replacement, the stylet would not advance in the new lead. The lead was not used and another was implanted without issue.

Manufacturer narrative:
UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.